Event description:
It was reported that the patient had an infection at the pocket site. The patient underwent an explant procedure were all device explanted. The explanted device will not be return. The patient was placed under antibiotics. The explanted device was not released by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7077613/5150631.